Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013055620); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, an infold of the prosthesis up to grade 2 was visible in fluoroscopy. As the prosthesis was inserted and passed through the aortic arch, the infold lengthened and spread further. Upon deployment, the prosthesis did not open. The valve was recaptured and removed from the patient. A new valve system was used for implant.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint valve loaded inside the delivery catheter system (dcs) at medtronic¿s quality laboratory, the valve was removed from the dcs and forwarded to the return product analysis lab in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. Visual analysis showed the valve was discolored, with evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the dcs for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the dcs for an unknown duration of time. Due to the receipt condition, a sizing and deployment simulation to evaluate against the alleged sizing and infold event cannot be performed. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one still image was provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. During the valve deployment attempt an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was not implanted, and a new system was used. Since fluoroscopy valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred in result of the infold because a new valve was prepped. Additionally, during deployment of the first valve, an expansion issue occurred.